Manufacturer narrative:
Concomitant medical products: baxter 50ml bag of 0.9% nacl injection, ndc 0338-0049-41, lot p354092, exp sep 17, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary antibiotic was bubbling back into the primary flush bag even after being clamped. Pump was turned off and unhooked from patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of back flow was confirmed. The primary and secondary sets were visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of a 0.00788¿ long particle located between the housing seal area and the affixed silicone diaphragm disk, identified to be cellulose. The cause of the back flow failure is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cellulose was not identified.